Manufacturer narrative:
Other, other text: email is: regulatory.responses@icumed.com no product was returned. The investigation determined the most probable cause to the downstream occlusion (dso) sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming "check for empty tubing". The patient was assisted to acknowledge the alarm. Clamped tubing and removed cassette to check for air. Green flow stop noted. Instructed patient to massage tubing and tap cassette. Pump alarms removed and reattached cassette. Stressed to be sure cassette clicks into right side, and he states it does, but alarm returns. Opened and closed battery door to attempt hard reset, but alarm persists. Removed batteries for a period of time, reinserted them and powered on pump, but alarm is immediate. Repeated troubleshooting steps of removing cassette, without success. Explained cassette must be damaged, and patient verbalized understanding. Advised patient to contact clinic in the morning to report issue and arrange to have cassette replaced. Encouraged patient to call hotline for future concerns or needs. Patient not affected. No patient injury. It was reported that no additional information is available.